Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case. The syringe plunger not in place was found at syringe test and failed syringe plunger reading. Error history log review found a syringe plunger not in place error. The root cause of the reported issue was found to be the q1 was broken off from plunger board and plunger board broken off from glue. Unable to determine who caused the reported issue, no evident pump been dropped or mishandled by customer. Actions were taken to mitigate the reported issue: replaced the plunger board. Performed syringe test and all functional testing which passed.

Event description:
It was reported that the pump had a plunger error. No patient injury was reported.